Event description:
It was reported that the user contacted support during ilet setup while preparing to fill tubing and was uncertain about steel versus teflon infusion sets; the user also replaced a dexcom g7 sensor, entered the sensor code, and paired it to the ilet, then set a higher target to mirror prior therapy. Symptoms included hyperglycemia while on backup therapy and after a recent manual insulin injection. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included remote support to verify cgm pairing, initiate a new sensor with code entry, confirm sensor warmup, adjust target settings, and plan timed entry of weight after recent insulin dosing. Investigation of this case revealed that the hyperglycemia occurred during backup therapy and sensor transition rather than due to an ilet malfunction, and no device component failure or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.